Manufacturer narrative:
Any missing or incomplete data on form 3500a is the result of information not being provided by the reporter. Despite multiple attempts to obtain such data, medtronic is unable to provide complete information. Follow-up with the user facility revealed that this event did not meet their MDR reporting threshold. 7/14/99 3500a received. Evaluation summary: (B)(4) inner insulation breached metal ion oxidation; partial lead in segments was returned for analysis. Further testing revealed all conductors had blood/body fluid (not obstructed), the outer insulation has cosmetic metal ion oxidation, and the outer insulation had cosmetic environmental stress cracking. (B)(4) no anomalies were found; full lead was returned for analysis. Further testing revealed the outer insulation has cosmetic metal ion oxidation, outer insulation had cosmetic environmental stress cracking, and outer insulation was breached cut.

Event description:
It was reported that the right ventricular lead had decreased impedance, decreased thresholds, undersensing, and had insulation failure. The right ventricular lead was removed and replaced. No patient complications have been reported as a result of this event. It was later reported that the atrial lead was electrically abandoned one day after implant due to patient physiology. The right atrial lead was removed and not replaced. No patient complications have been reported as a result of this event. No patient complications have been reported as a result of this event.